Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.2.0 h3) a manufacturer representative (rep) went to the site to test the navigation system. The solid state drive was replaced and the old version of the software was migrated to the new solid state drive. The system then performed as intended. Codes: b01, c07, d02. H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured a corefile and segfault in "trualgorithmservice". The corefile captured that the program terminated with signal sigsegv, segmentation fault in "libtrualgorithm.so" library while user was in registration task. Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that every time the site loaded an exam and went to registration and the 3d model was building itself, it would load for a long time and then go to a error 64 message. When you look just look at the images tab you can see the 3d model without an issue. There was no patient involvement. Additional information was received. The site loaded scans just like they normally do, the 3d model never rendered and it caused the system to crash to a blank desktop. The cause of the error according to technical support was software.